Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va08915, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer's family member reported the implant malfunction but the patient noted the device did not malfunction because of the patient's weight loss and infection. She had to wait 6 months for an implant to be put back. She was on antibiotics- both IV and oral post implant. They also had her on antibiotics prior to the implant as precaution. The area of the infection was the lead. The lead was noted to be pulling out of the body. She had a shocking sensation and it felt like a taser like the police use. The shock was from her neck to her feet and sometimes from her seat to her feet. She lost a lot of weight. The patient could feel something poking along her spine. The doctor did an x-ray and she was told the lead was pulling out of her body and that was what was poking along her spine. The lead was replaced on (B)(6) 2013. When they removed the lead, she had gotten a staph infection and the implantable neurostimulator also had to be removed. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the health care provider (hcp) reported that the lead did not move, it was part of an infected device. The lead was in proper position and never pulled out of the body until the hcp removed the entire prosthesis. The staph infection resolved after the device was removed.